Event description:
It was reported that oversensing was observed on the right ventricular channel while the patient was closing the pocket. The pocket was reopened, and it was noted the set screw was ratcheted down nicely and the lead was not able to be pulled from the device header. The setscrew was reset just to ensure the setscrew was secure. While sewing up and doing a threshold test, the device was over sensed again on the right ventricular channel and inhibited pacing for one interval. Review of session records by technical services noted the oversensing looked like right ventricular (rv) lead noise due to the high frequency of the signal and the noise did not align with t waves. Further follow up in clinic notes there was no suspicion of a fitting issue or loose screw. The noise was not reproducible and did not affect the patient's condition.